Event description:
It was reported that when attempting to remove a wound drain, it broke and a portion of the drain remained inside the pt. The drain had been placed during a hernia repair and small bowel resection and had been indwelling for one week. Drain had been anchored with silk suture lateral to midline incision above mesh. Pt was taken to surgery to have the indwelling portion of the drain removed.